Event description:
Assembled dopamine drip IV at 11:30 and tried both defective cassettes on one imed 960 pump. The plunger operated properly but no fluid would pass through the tubing. Both cassettes were tried on a second imed 960 pump with the same results. A third cassette functioned properly and the delayed drip was started shortly before the patient coded at 12:20. Two imed pumps were used but are without defect and work well with other cassettesdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: inadequate quality assurance, manufacturing, mechanical problem, cassette. Conclusion: device failed during assembly, device failure indirectly contributed to event, device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, user education provided. The device was not destroyed/disposed of.